Event description:
It was reported that no insulin was coming out of multiple cartridges. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. A cartridge change was performed to address the issue.